Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's 15 mm connector was disconnecting from tubing. There was no patient involvement.